Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that a few reservoirs leaked insulin. The customer's blood glucose level was 18.9 mmol/l. The customer's reservoirs were replaced, and will be returned for analysis.